Event description:
It was reported by dealer that left motor on the m51pr power chair has no output. The dealer states that they noticed a problem with the chair and they were waiting for it to be serviced. Facility use (1-3 years of use). No additional information.